Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the gripperline was torn, the clip was removed from the patient. A new triclip was selected and implanted successfully, the procedure was discontinued. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. The reported difficult or delayed positioning (clip interacted with anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper line break and reported difficult or delayed positioning (clip interacted with anatomy). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.